Manufacturer narrative:
Section a2 - patient age: corrected. Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, a log file ((B)(4)) was submitted for review that showed events spanning approximately 2 days ((B)(6) 2025 per timestamp). Backup battery fault alarms due to the backup battery not passing the load test were active on (B)(6) 2025 from 13:04:35 - 15:43:48. The backup battery was unable to pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. Pump operation was not affected by these alarms. There were no other notable alarms active in the log file. Additional information provided on 17feb2025 stated no product would be returned for analysis. A root cause for the reported event was unable to be conclusively determined through this analysis. A corrective and preventative action investigation was opened to investigate backup battery fault alarms further. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications and was10jul2023. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault, no external power alarms. Heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ states that the 11v li-ion backup battery inside the system controller can provide enough power to run the pump for at least 15 minutes if the main power source is disconnected. Additionally, this section instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a backup battery fault. The alarm did not resolve with self-test. The alarm resolve with changing the system controller. The log file began to capture emergency backup battery (ebb) faults on (B)(6) 2025 due to the ebb failing the load test.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.